Event description:
It was reported that the 2800 system had an ma error and would not display images during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ps2 power supply fuse was replaced during the service call. The system was tested and found to be working as intended and put back into service.